Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter read inaccurately high. The patient indicated that the alleged issue on (B) (6) 2010, at 10:00 am. The patient reported blood glucose results of "231 mg/dl" with a lifescan meter and "192 mg/dl" on a hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% and/or <=30 mg/dl. As a result of the alleged issue, the patient administered self-care by taking an increased dose of insulin. The patient took 6 units of novalog insulin at an unspecified time. At 11:15 am that same morning, the patient claimed that she passed out. At 12:00 pm, the patient's blood glucose was reportedly tested on an ER/hospital meter and a result of "20" was obtained. The patient was reportedly treated with IV glucose from emts. It would have been helpful to know the following information: if the patient took the novalog insulin based on the lfs meter reading or hospital meter reading, what time the novalog insulin was administered, who administered the insulin, if she was symptomatic when the result of "231 mg/dl" was obtained, and what other actions the patient took before passing out. In addition, it would have been helpful to know if the emts tested the patient's blood glucose, if she was still in the hospital when she passed out, what treatment the hospital administered, and what her diabetes/medication regimen consists of. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she passed out and received IV glucose treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.